Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl- right, reason(s) for revision: alval / soft tissue reaction, dislocations (not arising from traumatic event), pain, noise. This is a resurfacing to xl patient. Please see com (B)(4) for resurfacing revision. Querying reasons, hospital and surgeon for each revision as both are currently on the same scf. Until I receive this information I will leave the complaint category section empty, as well as the surgeon and hospital boxes. (B)(4). Confirmation of hospital and surgeon rec'd 4 dec. Still awaiting reasons for revision for each surgery. File handler is going to send over the operative notes for both surgeries. Rec'd operative notes 4 dec 2014 - confirmation of anormal fluid, dislocation and metallosis. However I have had to query which surgery was revised due to pain and noise. (B)(4).